Event description:
The customer reported that while in patient use the ventilator gave a circuit occlusion and high pip alarm and visually and audibly alarmed. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log, notice multiple xdcr fault events recorded exported events. Perform xdcr calibration per service manual pass. Powered on in operating mode with oscilloscope connected to xdcr pt801 and solenoid s904, no anomalies found with main pcba. Findings/root-cause: could not duplicate reported problem.